Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. The module was received in good condition with the instrument seal partially removed from the side of the device. Visual inspection of the disposable set as received revealed no anomalies. The pcu error log showed no errors or malfunctions on the reported incident date and time. Review of the pcu event log showed that on (B)(6) 2016 at 10:23 pm the device was programmed for an infusion of infliximab, to infuse at 10ml/hour with a vtbi of 2.5ml, for a total infusion time of 15 minutes. The primary volume infused at the start at the start of the infusion was 0.163ml. The infusion completed and the device went into kvo at 10:40 pm. The primary volume infused was recorded as 2.669ml at 10:45 pm the device was programmed for a new rate of 20ml/hour and a new vtbi of 5ml, for an infusion time of 15 minutes. The primary volume infused is 3.472ml at the start of this infusion, which completed at 11:00 pm and the device went into kvo. The device was then channeled off at 11:02 pm; the primary volume infused was 8.482ml. Functional testing found the pump module to be delivering fluid within specification. No leaks were observed with the returned administration set. The root cause of the reported over infusion was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a primary infusion of infliximab (500mg in 250ml bag) was initially programmed to run at 10 ml/hr for 15 minutes at 22:23. The volume infused was 2.5 ml. The rate was to be increased to 20 ml/hr for 15 minutes for an expected vtbi of 5 ml at 22:28, however, when rn arrived in the room the bag volume was smaller than expected with the vi on the device noted as 8.84 ml. Clinical staff visually inspected medication bag and tubing and connections for cracks and leaks and no deficiencies were observed. The patient¿s vital signs were monitored for infusion reactions, and no patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 2120-0500; 250ml baxter bag ndc (B)(4), lot y207357, exp feb 2018 0.9% sodium chloride injection; therapy date (B)(6) 2016. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.